Manufacturer narrative:
Four opened/used infusion sets were inspected and manual prime test was performed using a new lab reservoir along with an insulin pump. Infusion sets failed per specification. Two of four infusion sets due to occluded quick release connection septum side and the remaining failed infusion sets due to p-cap needles being occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during basal and bolus and the customer experienced high blood glucose over 500 mg/dl. The customer treated with manual injection. The customer got on the line to troubleshoot; she confirmed that the reservoir was not empty and the tubing did not have air. The customer disconnected and was able to perform fixed prime. She removed the infusion set and stated the cannula was not bent. Customer was advised to reconnect the tubing at the quick release and perform fixed prime. Customer stated the insulin did exit the tubing. Customer was advised the site might have been occluded. The product was replaced and returned for analysis.